Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 100 and blood glucose was 37 mg/dl. Customer's reading at time of call was, sensor glucose 127 and blood glucose was 80 mg/dl. During troubleshooting, it was found that sensor was expired. Customer was advised that sensor would be replaced.